Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a 3.50mm x 8mm nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the balloon revealed a 2mm longitudinal tear starting 8mm from the proximal balloon waist. The inner shaft is buckled in numerous locations. The inner is separated 3.5mm from the exit notch. The fractured/separated ends of the inner shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The damage is consistent with the damage that is seen caused by use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2018. It was reported that crossing difficulties were encountered. A 3.50mm x 8mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear and shaft separation.